Event description:
It was reported that the device failed the occlusion test. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did find that smiths tampered seal label was missing and found scratches and cracks on lcd lens screen. The customers stated problem was not confirmed. Device passed the occlusion and all functional tests. Replace dso (downstream occlusion sensor) for preventive maintenance. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.